Event description:
It was reported that "after implantation, the patient heard an audible sound emanating from his hip. It was further reported that "the patient experienced constant irritation and discomfort in the location of the hip replacement device."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.